Event description:
It was reported that a balloon detachment occurred. The target lesion was a classic fibrotic lesion in fistula. During the procedure a 2cm peripheral cutting balloon was inflated and there was waste so the physician kept pushing up to try and cut/tear fibrotic band but there was still waste. On the second inflation the balloon was inflated to 20atms ruptured. Upon removal, it was noted that the balloon had detached from the catheter inside the patient. Snaring was done to remove the balloon. The procedure was completed with an ultra thin diamond balloon. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: only a partial section of the balloon was returned. The returned section of balloon was severely damaged. Both proximal and distal sections of balloon had torn circumferentially and were detached. The returned section of balloon was so damaged it was not possible to determine the proximal or distal orientation. The blades were damaged however all remaining sections of 4 blades were present on the balloon. Blood was present throughout the returned section of balloon. One section of a blade was fractured however it remained on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: 'do not exceed rated burst pressure during this process. Inflation in excess of rated burst pressure may cause the balloon to rupture.' (B)(4).

Event description:
It was reported that a balloon detachment occurred. The target lesion was a classic fibrotic lesion in fistula. During the procedure a 2cm peripheral cutting balloon was inflated and there was waste so the physician kept pushing up to try and cut/tear fibrotic band but there was still waste. On the second inflation the balloon was inflated to 20atms ruptured. Upon removal, it was noted that the balloon had detached from the catheter inside the patient. Snaring was done to remove the balloon. The procedure was completed with an ultra thin diamond balloon. No patient complications were reported and the patient's status is fine.